Manufacturer narrative:
Follow-up # 1 ((B)(6) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. The test strips involved with this complaint has also been returned; however, testing was not performed since the product was expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.

Event description:
On (B)(6) 2012, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultramini meter. On (B)(6) 2012, the (B)(4) spoke with the patient to obtain and verify information. The patient reported that the alleged issue with the subject meter began on (B)(6) 2012. He obtained a glucose result of "300 mg/dl" on the subject meter, which he felt was inaccurate high compared to his feelings/normal values. He stated that he manages his diabetes with humulin and novolog (no adjustments) and due to the alleged issue he took his usual dose of insulin. The patient claimed an hour after the alleged issue started he felt sweaty, shaky, and dizzy. In response to his symptoms, he tested with his wife's meter and strips and obtained a glucose result of "45 and 54 mg/dl". He reported that he immediately self treated with food and/or drink and felt better soon after. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter, an appropriate testing technique and an approved sample site. However the patient was using test strips expired in 2008. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.